Event description:
Medics attached the device to a person diagnosed as pulseless, unresponsive and apneic. The operator made several attempts to analyze the pt's rhythm and each time a shock was advised the device allegedly displayed a charge removed message. An advance life support crew arrived and took over care of the pt and administered at least 2 shocks. The pt's outcome was not known. There were no adverse affects to pt care reported as a result of the alleged malfunction.